Event description:
Initial ck result of 1 u/l. Same sample repeated using different instrument, same method, gave result of 666 u/l. Same sample repeated again using initial instrument, gave result of 658 u/l. Initial result was not reported. The field service representative determined the st1 tubing was defective. The instrument was repaired.